Manufacturer narrative:
(B) (4).

Event description:
The pt experienced shocking/jolting since 2am that day. It was also stated that back when the device was implanted, it was not possible to "get a reading" on the right side. Further info is being requested at this time.